Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted lens in the pt's left eye and low vaulting. Lens serial number and model were not provided. No further information is available. Further information has been requested but none has been forthcoming. A supplemental will be submitted when further information is available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: the reporter stated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in the patient's left eye on (B)(6) 2011. Surgery is pending to remove and exchanged the lens due to shallow vault. The lens remains implanted.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 11.5mm icm115v4, -18.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2011. The lens was removed and replaced on (B)(6) 2012 for a longer length lens due to low vault. This resolved the problem. Reporter stated "despite the fact that our patient has a very low vault, subjectively is fine." (B)(4).

Manufacturer narrative:
(B)(4).